Manufacturer narrative:
(B)(4). The maquet sales and service unit (ssu) technician contacted the maquet technical support department for guidance regarding this complaint event. The maquet technical support technician informed the ssu technician that this event is caused by a communication problem and sporadically the parameter of the tart get lost or does not get refreshed. A temporary solution to resolve this issue is to have the customer power the unit off and on again. (B)(4).

Event description:
On (B)(6) 2012, at queen mary hospital, cardiohelp (serial number (B)(4)), arterial temperature was missing during the connection of the heart and lung system (hls) set. (B)(4).